Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump issue of retainer ring damage which resulted in a critical pump error. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
Pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to damaged retainer ring. Unable to perform occlusion test due to damaged retainer ring. Reservoir will not lock properly in place. Pump successfully passed rewind, prime/seating, basic occlusion test, force sensor test, and active current measurement. Pump failed sleep current measurement due to high current reading. High current was isolated to corrosion on pcba 1. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms noted during testing; however, low battery alert on (B)(6) 2023 at time 00:16:00.000, change battery fault on (B)(6) 2023 at time 09:47:00.000, battery removed on (B)(6) 2023 at time 23:07:41.000, and failed battery alarm on (B)(6) 2023 at time 22:36:15.000. Verified the pump alarmed pump error 63 variable 15 on (B)(6) 2023 at time 22:32:01.000 due to hardware anomaly. Verified the pump alarmed pump error 53 (file number: 2005 and line number: 5632) on (B)(6) 2023 at time 22:33:51.000 and on (B)(6) 2023 at time 22:35:51.000. Pump error 53 was confirmed due to software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Force sensor zero offset within specification (23.5 mv). The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window/cover, partially broken retainer, pillowing keypad overlay, and serial number label missing. Critical pump error (open book image) was not confirmed. Reservoir unable to lock into place due to retainer ring damage. Retainer ring damage was confirmed due to partially broken retainer. Unexpected battery power loss was confirmed due to due to high sleep current measurement. High current was confirmed due to moisture damage on the pcba 1. Pump error 63 variable 15 was confirmed in pump history download due to hardware anomaly. Pump error 53 was confirmed in pump history download due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.